Event description:
It was reported that during implant, the lead pacing threshold was high. Positioning of the lead seemed to be difficult. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism and the helix was blocked by guide tooth. It was visually noted that the lead was damaged at implant.